Manufacturer narrative:
The sample and lot number not available. After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information leakage problem at the catheter-connector junction.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information leakage problem at the catheter-connector junction. According to the available information, additionally reported that the leak is at the connectors connected to the valve and the device was changed.